Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing. The lead's sensitivity was adjusted and the issue was resolved. The lead remains in use. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. (B)(4).